Event description:
It was reported that the user interface holder was broken. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the user interface holder was broken. The issue was identified by our field service engineer during a scheduled visit for preventive maintenance (pm) and the issue was resolved by replacing the user interface. However, no photographs of the damaged part provided nor any part returned for investigation. Therefore, no root cause can be established. Based on the information above this complaint will be closed.

Event description:
Manufacturer's ref #: (B)(4).